Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise on the shock channel of the right ventricular (rv) lead. The patient received shocks for supraventricular tachycardia in which therapy was exhausted. The patient underwent non-invasive programmed stimulation testing in which everything appeared normal. Technical services discussed possible causes and programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.